Event description:
It was reported that the lead exhibited high pacing threshold. The pace/sense portion of the lead was capped and a chronic, previously capped pace/sense lead was put back into service. The patient tolerated the procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.